Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote balloon catheter still in the shelf box. Media was provided by the customer in the form of a photo. Review of the photo shows that the bottom is not sealed. The condition of the pouch matched what was received for analysis. Visual examination revealed that the device pouch is not sealed on the bottom. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that unsealed device packaging was encountered. A 2.0mm x 150mm x 150cm coyote balloon catheter was selected for use. However, upon opening the box to remove the balloon packaging, the balloon fell out due to unsealed packaging. The device was not used inside the patient and the procedure was completed with another balloon catheter. No patient complications were reported.

Event description:
It was reported that unsealed device packaging was encountered. A 2.0mm x 150mm x 150cm coyote balloon catheter was selected for use. However, upon opening the box to remove the balloon packaging, the balloon fell out due to unsealed packaging. The device was not used inside the patient and the procedure was completed with another balloon catheter. No patient complications were reported.